Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects. The patient experienced adverse events on different days with the same device. The following report is being submitted: (B)(4).

Event description:
Dexcom was made aware on 10/25/2017, that on (B)(6) 2017, the receiver ceased to function and the patient experienced an adverse event. The patient's wife saw that the patient was in a cold sweat, indicating of a low event. The patient's wife went to check the patient's blood sugar level and found that the receiver was off. The patient's wife then took the patient's blood glucose and it was at 49 mg/dl. The patient's wife brought the patient's blood glucose back up with protein, granola crackers, and apple juice. The patient indicated that the receiver had shut off during the evening without his input, and had to be turned back on manually. The patient was in good condition at the time of call. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.